Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of unknown regurgitation was confirmed with the provided medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''underwent an explant procedure after an implant duration of 1 year and 6 months due to insufficiency. It is not known whether the insufficiency is central or paravalvular nor is it known if the patient was symptomatic as a result''. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information, a definitive root cause is unable to be determined . No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device not returned.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 6 months due to unknown reasons. A 23mm edwards surgical valve was implanted. No additional details were provided.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6 - device code. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 6 months due to insufficiency. It is not known whether the insufficiency is central or paravalvular nor is it known if the patient was symptomatic as a result. A 23mm edwards surgical valve was implanted successfully and the patient was cleared for discharge.